Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/13/1997 and was last repaired on 11/2/2012 for a non-related issue. Eval of the device observed the device was within motor speed specifications, but was slightly erratic and made an abnormal sound. It was also noted that there were minor nicks to leading edge of the control bar and head. It was also noted that the leading edge of the control bar was flush with the master blade. Prior to repair, the device was outside calibration specifications and did not pass side to side specifications only at the zero thickness setting. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. No info is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have caused the device to skip. The slightly erratic motor may have contributed to the customer's reported event, but it is not likely since the erraticism was deemed minor. The device was serviced and returned to the customer.

Event description:
It was reported that the air dermatome was jumping. Additionally clinical with the customer indicated that the reported issue was noted during testing of the device and there was no pt involvement.